Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing excessive mucus production since 2019 and takes 3 hours to clear the throat as well as feeling dazed. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer¿s third-party service center for further investigation. Internal inspection did not reveal any issues with the device. The device powered on and airflow was confirmed. The device¿s downloaded logs were reviewed by the manufacturer. There were no error codes noted. The manufacturer concludes that there is not any visible foam particles within the device.